Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information was available.